Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of not audio. The unit was triaged and the customer¿s r eported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) the service tech found the unit had no audio.